Event description:
It was reported the spo2 readings displayed on the connected draeger infinity delta monitor dropped to 40% during the case. The pt already turned blue. All measures taken by the user did not improve the pt situation. At the end of the case, the user disconnected the pt and continued to ventilate with an ambu bag. The saturation then increased up to nearly 100%. According to the user, the primus always displayed correct pressure graphs and minute volume readings after switching to volume mode. The user reported that there were no alarms.

Manufacturer narrative:
The device was tested on (B)(4) 2011, without findings - no device failure found. The log file was available for investigation. Based on the records a leakage combine with an insufficiently adjusted fresh gas flow caused the reported event. The primus detected the leakage and reacted as specified by generating several visible and audible alarms, such as pinsp not attained, fg low or leak, apnoe and minute volume low. The gas mixer operated properly at any time while the inspiratory o2 concentration was always above 21%. The log does not indicate a device failure.